Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia as well as reservoir had air bubble past event. The customer¿s blood glucose level was 409 mg/dl and 346 mg/dl, then they delivered 5 units with syringe. Customer declined troubleshooting for high blood glucose. Customer stated that the approximate size of air bubbles was like two tips the size of a needle. The device will not be returned for analysis.